Manufacturer narrative:
Other text: device evaluation: tamper seals are still intact and no physical damaged was found on the device. Event history log observed there was a record of continuously occurring nda during pump operate on (B)(6) 2023. Function test: t could not confirm the customer reported issue. Possible defective downstream sensor or cassette product. Cause of problem is unknown. Preventively, replace the downstream, and upstream sensor re-calibration. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported the device exhibited a no disposable, pump won't run alarm and a reservoir volume empty alarm. No adverse patient effects were reported by the customer.